Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens. The surgeon changed his mind for another type and the lens was removed in pieces. There was no pt injury, or capsular tear.